Event description:
Clinical study. It was reported that 175 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 2.4x12mm, 90% stenosed, ostial lesion in the saphenous vein graft (svg) of ramus with predilation and placement of a taxus liberte' 2.25x16mm drug eluting stent. The lesion was also post dilated. Post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. About 175 days after the implant procedure the patient required a tvr for 75% focal in-stent restenosis in the svg of ramus. The lesion was treated with angioplasty balloon and a cypher stent, reducing the stenosis to 0%. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent was definitely. The patient was taking aspirin and plavix at the time of this event. This product is approved, but it is similar to a marketed device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.